Manufacturer narrative:
(B)(4). Service was sent to the customer site. Field service engineer confirmed the leak from reagent probe a. Field service engineer noted there was no vacuum from the wash collar. Field service replaced the wash collar valve and the leak was resolved.

Event description:
The customer reported a leak from the reagent probe a on the unicel dxc 600i synchron access clinical system. The leak was contained to the instrument. The customer was wearing gloves, a gown, and eye protection. No reports of injury or customer exposure. No reports of erroneous patient results generated.